Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively from a totally extraperitoneal (tep) procedure, the tip of trocar broke during insertion/resembling. Another product was used to complete the case. There was no patient involvement.